Manufacturer narrative:
(B)(4). Batch number: p5545x. Investigation summary: the analysis results confirmed that eight gst60w cartridges were received sterile with no apparent damage. The cartridges were opened and tested for functionality with a test device. The cartridge reloads were tested for functionality on a device in the straight position and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify what is meant by, ¿staple line opened¿? Bleeding and leaking. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Staples were malformed. Were there staples missing from the staple line? Did not remain in tissue. Was the staple line formed but overstitched to control bleeding? See below. Was the staple line formed but overstitched to close a leak? It was overstitched because it was bleeding and leaking. It was reported that 4 ecr60w reloads were involved. Did the same issue occur with 4 reloads? If no, please explain. The issue occurred with all the used reloads of the package. Why are 8 reloads being returned? So it was assumed that the whole batch was malfunctioning. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Ec60a (long60a).

Event description:
It was reported that the staple line opened. Overstitched. There were no consequences for the patient.